Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the side door switch was adjusted to allow better contact. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the site was receiving a door open message after the door was closed. The site could press on the sides to get the message to go away. There was no patient present when this issue was identified.